Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving dilaudid (1.0mg/ml at 0.3598mg/day) via an implantable pump. It was reported that the patient was experiencing pocket discomfort. There were no falls or injuries noted. The patient also had a spinal cord stimulator battery implanted below the pump pocket in the same left flank. The pump pocket was moved further anterior towards the abdomen.